Event description:
The customer reported the unicel dxc 600i synchron access clinical system had low qc recoveries for multiple assays including troponin (tnia2), parathyroid hormone (pth), human chorionic gonadotropin (hcg5), and brain natriuretic peptide (bnp). Customer reported the level 1 qc for tnia2 was out of range and qc for level 2 tnia2, and all levels for pth, hcg5, and bnp were about 1sd below peer means. Customer reported some patient results were generated but not reported out of the lab due to the qc issues. It was unknown if the results were erroneous since patient didn't provide data. No patient treatment was affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cta sample syringe was loose causing the inaccurate sample volume leading to the out of ranges qc recoveries and the potential erroneous patient results. Fse tightened the cta sample syringe and issue was resolved. The beckman coulter internal identifier for this event is (B)(4).